Event description:
It was reported that this account has an issue with footboard buttons and plastic slots becoming broken, and siderails becoming damaged and stuck down. It is unk if there was pt involvement or adverse consequences. Contact: (B)(6).

Manufacturer narrative:
Result: loose footboard modules.